Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine that had ultrafiltration (uf) issues during a patient treatment. The initial reported was that the machine experienced high conductivity. Upon follow up, it was learned that the uf pump on the machine was damaged. The patient moved to another machine to complete treatment. There was no report of injury, adverse event, or medical intervention due to the event. A fresenius mexico technician replaced the uf pump and re-ran the uf tubing to resolve the issue. The technician informed the nurse of the failure, inspected the pressure and flow readings, and inspected the conductivity and temperature readings on the machine. The technician confirmed that the machine passed functional tests and returned to service. It was confirmed there were no sample parts available for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation . A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A fresenius mexico technician replaced the uf pump and re-ran the uf tubing to resolve the issue.